Manufacturer narrative:
Device evaluated by MFR.: fg emerge mr, ous 2.50mm x 20mm was returned for analysis. Visual and tactile examination of the hypotube identified no issues. A detailed microscopic examination of the balloon material identified a 5mm longitudinal balloon tear on top of the proximal markerband. Examination of the extrusion shaft noted the inner lumen was stretched within the balloon. Tip showed no signs of tip damage. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 10dec2024. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 20mm emerge balloon catheter was advanced but failed to cross the lesion due to the calcification of the vessel. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed a balloon longitudinal torn.